Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonavideoscope to the service center for evaluation related to a separate issue. During testing, the Field Service Engineer identified the device had foreign material on air water channel. There was no patient involvement.